Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Nurse calling on behalf of a customer stating the meter is reading "lo.'' Nurse states customer feels well and does not require medical attention. Well and does not require medical attention. The customer's expected blood results are 110-130mg/dl fasting. Verified the strips expire 03/28/2018. Customer confirms the strips were first opened on (B)(6) 2015 and have been stored in the kitchen. Customer ran a blood test:254 mg/dl not fasting. Reviewed meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Nurse calling on behalf of a customer stating the meter is reading "lo.'' Nurse states customer feels well and does not require medical attention. Well and does not require medical attention. The customer's expected blood results are 110-130mg/dl fasting. Verified the strips expire 03/28/2018. Customer confirms the strips were first opened (B)(6) 2015 and have been stored in the kitchen. Customer ran a blood test: 254 mg/dl not fasting. Reviewed meter memory: (B)(6). Customers concern with the: lo, lo obtained (B)(6) 2015. No adverse event reported.